Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device had minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's keypad was unresponsive. The customer's blood glucose level was 108 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.